Manufacturer narrative:
An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported indeterminate endoleak (suspect type iiib) is unconfirmed. Procedure-related harms, device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. During the investigation, endologix found reasonable evidence to suggest the device was used off-label due to concomitant use with a non-endologix device at initial implant. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was implanted with an afx2 bifurcated stent graft and a vela infrarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). After the graft was deployed, a type 3b endoleak was suspected near the suture holes of the bifurcated stent graft. The physician implanted an additional vela infrarenal stent graft extension and a non-endologix excluder in the left leg. This procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with afx system per the IFU. The endoleak was not completely resolved however the physician elected to complete the procedure without further treatment considering the small amount of leak and the patient¿s advanced age. The patient reportedly is doing well and will be monitored.